Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged sore throat, cough and headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is alleging his blood pressure is up while using the device. Patient also alleged visualization of particles in the device and airway. The patient also provided an email and mailing address. Please see sections e1 and h6 for this updated information.